Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) goal on a fresenius 2008k2 hemodialysis (hd) machine was programed to 6000 ml, however, only 200 ml was removed. The machine passed tests prior to treatment. The biomed reported that the ultrafiltration (uf) pump was inoperative. Upon follow up it was reported that the patient used the same scale for both pre and post weight. It is unknown if the patient ate or drank during treatment, or if the patient was given any extra fluid. There were no adjustments made to the patient¿s uf goal, rate, or time and that the uf was not turned off at all during the two events. It was reported that there were no machine alarms. The patient did not have any complaints or symptoms during or after treatment. There were no adverse events, injury, or medical intervention required as a result of the reported event. The patient is continuing hemodialysis therapy without issue. Additionally, the machine was tested after the reported event and no issues were found, however the uf pump was replaced. The machine has been placed back in service without issue and without reoccurrence of the reported events. The uf pump was discarded; therefore, there are no parts available for return to the manufacturer for physical evaluation.